Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.50/2.0/178 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. Due to low vault the lens was exchanged on (B)(6) 2021 for a lens of same model, power, and length but with opposite toric axis. This resolved the problem. Cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn and broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, and race: unknown. Manufacturer information: this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.50/2.0/178 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.